Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that the stent post was slightly distorted. All leaflets were in the closed position, with a partial opening in the free margins between the right and left cusp and between the right cups and non-coronary cusp. All leaflets were stiff due to the thrombotic host tissue in all cusps extending to the aortic wall. There were no tears on the leaflets. All commissures were intact with no damage on any superior coaptive areas. A thin layer of thrombotic host tissue line was found outside of the stent wall. Thrombotic host tissue filled and stiffened the tunica of all cusps with a significantly reduced inflow orifice area. There were remnants of thrombotic host tissue attached to the sewing cuff. An unknown amount of host tissue appeared to have been removed during explant. Radiologic evaluation revealed no calcification on the leaflets and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Visual examination showed thrombus covering the tunica of all cusps, which would have impaired the leaflet mobility. The impairment of leaflet mobility may have led to the reported regurgitation. Based on the returned product analysis, the observation of thrombus is the likely cause of the regurgitation. However, the conclusive cause of the thrombus formation cannot be determined with the available information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days post implant of this 27mm bioprosthetic valve, the valve was explanted and replaced with a 29mm bioprosthetic valve of the same model. The reason for explant was due to coaptation issues causing severe central regurgitation. No additional adverse patient effects were reported.